Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are catheter tears at stem, inadequate connection strength, mushrooming of catheter, chemical degradation, flexural fatigue, cathlock backwards, and cathlock misalignment/disengagement. The investigation for the broken/migrated catheter is inconclusive. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date 04/2021).

Event description:
It was reported that approximately three years post port placement during chemotherapy treatment, the catheter allegedly ruptured at the junction between the catheter and the port chamber. It was further reported that a CT scan was completed that demonstrated the catheter migrated to the pulmonary artery. The patient status was unknown.